Manufacturer narrative:
Approximated to (B)(6) 2020 as the exact date was not given, but it was reported that the procedure took place in (B)(6) 2020. This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 23, 2020 that a flexiva ID 200 laser fiber was used in cystoscopy ureteroscopy with laser lithotripsy and stent placement procedure in the kidney performed on(B)(6) 2020. Reportedly, the laser unit used was lumenis laser console. According to the complainant, during the procedure, the laser fiber suddenly stopped working. The staff removed the end of the fiber and it was noted to smell like smoke and burnt metal. Additionally, the "lens at the end of the fiber had broken". There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.